Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure treating a pulmonary arteriovenous fistulae (avf) using a px slim delivery microcatheter (px slim). During the procedure, while attempting to advance the px slim through a non-penumbra sheath, the physician experienced resistance and the px slim was unable to advance any further after advancing about 20 cm into the sheath. Therefore, the px slim was removed and the procedure was completed using a non-penumbra microcatheter and the same non-penumbra sheath. There was no report of an adverse effect to the patient.